Event description:
The surgeon attempted to insert a +22.5 diopter cq2015 collamer three piece lens, but the injector overrode the lens and the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated it was unkown if there was any lens damage or why the injector overrode the lens.